Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. Additional testing has been performed for this issue and poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaking, sweating, seizure, a loss of consciousness and was unable to self-treat, requiring third-party treatment of lucozade, bananas, and clementine. There was no report of death or permanent impairment associated with this event.